Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-operative complication experienced by the patient. This complaint is being reported due to the following conclusion: following a da vinci assisted gastric bypass procedure, the patient experienced bleeding, requiring the patient to undergo an additional surgical procedure to resolve the bleeding experienced by the patient.

Event description:
It was reported that post a da vinci assisted gastric bypass procedure performed on (B)(6) 2015, the patient experienced bleeding from an enterotomy closure the following day, requiring the patient to undergo a 2nd surgical procedure to repair the closure. No other information was provided.